Event description:
It was reported, the lead broke after a fall by the extension wire. The patient fell and banged the wire and his head. There was a fracture in the wire due to the fall. He had an open wound and never sought medical attention. The patient began to pick at the wound over the course of time and developed an infection down the extension wire into the chest pocket. The event required surgical intervention and the system was removed. It was noted impedance testing was done. A culture was taken in the device pocket of an unknown organism. The patient also had redness and weakness. The location of the symptoms was the patient¿s device pocket, the right side implant, and the lead-extension connection location.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3389s-40 lot# v297034, implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389s-40 lot# v266792, implanted: 2009 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3389s-40, lot# v297034, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# v266792, implanted: (B)(6) 2009, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient was doing well post infection but had not been re-implanted.